Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator stopped cycling. The patient was transferred to another ventilator. There was no harm to the patient as a result of the event.